Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the display screen was observed to be dim with a pink contrast upon powering pump on. The pump cover was opened, the dim display was removed and replaced with a new test screen and contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the issue occurred gradually. Attempted to adjust the contrast, but the issue was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.